Manufacturer narrative:
(B)(4). No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that pump thrombus was observed, and the patient developed end-organ dysfunction. Care was withdrawn on (B)(6) 2019. The pump was not explanted and would not be returned for evaluation.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between (B)(6) and the reported events of suspected thrombus, multisystem organ failure, elevated lactate dehydrogenase levels, and the patient's outcome cannot be conclusively determined through this evaluation. Furthermore, a direct correlation between the suspected thrombus and the elevated lactate dehydrogenase levels and slight reported increase in pump power could not be conclusively established through this evaluation. The relevant sections of the device history records were reviewed and showed no deviation from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system instructions for use (rev. C) lists adverse events, which includes thrombus, hemolysis, multiple forms of organ failure, and death, that may be associated with the use of the heartmate ii left ventricular assist system. The patient care and management section of the instructions for use outlines the indications of thrombus and how to respond to such events, as well as provides information on recommended anticoagulation therapy. This document explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. Pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was additionally reported that prior to the patient's death, they were experiencing symptoms of hematuria, elevated pump power, and elevated lactate dehydrogenase (ldh). The patient was started on a heparin drip. Urine cleared but ldh remained elevated. It was noted that prior to this incident, pump power was around 6 watts. Power increased to about 8 watts upon identification of the presumed clot. An echocardiogram showed a decompressed left ventricle (lv) and computed tomography (CT) images were obtained. The pump circuit was unremarkable on CT imaging and no thrombus was visualized. The patient preferred to be do not resuscitate (dnr) so no more aggressive measures were taken. The patient was discharged on (B)(6) 2019 to take care of personal matters knowing their poor prognosis. The patient was admitted again on (B)(6) 2019 with difficulty breathing. Ventricular assist device (vad) support was terminated during this admission and the patient ultimately passed away.